Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator was inoperative. Although requested, information regarding the intervention taken on the behalf of the patient has not been provided.